Manufacturer narrative:
It was reported by customer that the filter occluded. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of one ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 26sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Material#: 20129e, batch number#: 23099411. It was reported by customer that the 2110 lipids filter occluded off to patient. Lipid filter hung at 0900 on (B)(6) 2023. Verbatim#: rcc received a complaint via email. Email(s) attached. We want to report the following: item description: tube IV ext w/filter 1.2 mi. Lawson #:221308 mfg#: 20129e lot#: (10)23099411 po#: 613749. Description of problem: at 2110 lipids filter occluded off to patient. Lipid filter hung at 0900 on (B)(6) 2023. Please initiate the return and credit. Also make sure to use our choc report number for all communication. Customer reply: yes, I have a sample that can be returned for evaluation.

Manufacturer narrative:
E1 : initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: description of problem: at 2110 lipids filter occluded off to patient. Lipid filter hung at 0900 on (B)(6) 2023.